Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the evis lucera elite colonovideoscope exhibited reduced angulation. The reported issue was observed during receipt inspection of the subject device. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue (reduced angulation) was confirmed. It was observed that the bending angle in up direction was out of specification due to wear of the angulation wire. In addition to foreign material, following issues were found during device evaluation: due to deformation of zoom lever, water tightness is lost. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending rubber has a chip. Adhesive on bending section-rubber has a white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Up/down knob has corrosion. Switch button 1 has a scratch. Switch button 1 has a wear. Adhesive around objective lens is peeled. Adhesive around light guide lens is peeled. Due to damage on objective lens, a foggy image occurs. Plastic distal end-cover has a burn. Connecting tube has a scratch. Due to damage, switch button 4 does not work. Scope-connector is deformed. Protector of universal cord on s-connector side has a scratch. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle / channel with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.